Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Since no patient injuries or adverse consequences were reported due to the reported issue, no further clinical/medical assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to electrode erosion. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed extensive erosion of the electrodes. The wand cable, saline and suction lines were cut. The device's ablate and coagulate functions were unable to be tested due to the cut cable; however, the saline and suction lines were tested using a syringe and operated as intended. The image provided by the customer showed the device, but did not reveal any information regarding the functionality. The complaint was verified as the device's electrodes experienced extensive erosion. Factors, which may have contributed to the reported complaint include: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy and an adenoidectomy the metal electrode wire of the wand were found fractured. Procedure was successfully completed with the same device. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.